Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
Boston scientific received information that one and a half months post implant the right atrial (ra) lead dislodged. The lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.